Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a replacement procedure for this pacemaker, while electrocautery was being used, the patient experienced ventricular fibrillation (vf). Review of available device data showed oversensed electromagnetic interference (emi) and a brief period of apparent asynchronous pacing despite the device being programmed to a lower rate. Technical services (ts) noted the pacemaker was exposed to magnetic resonance imaging (MRI) without entering the MRI protection mode and that external interference, including electrocautery-related noise with possible magnetic interference, may have contributed to the observed device behavior. The replacement procedure was subsequently completed successfully with implantation of a new device. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Conclusion code was updated to "device problem excluded" investigation conclusion code was selected because the investigation findings clearly confirm that the device was not the cause of the reported observation(s).

Event description:
It was reported that during a replacement procedure for this pacemaker, while electrocautery was being used, the patient experienced ventricular fibrillation (vf). Review of available device data showed oversensed electromagnetic interference (emi) and a brief period of apparent asynchronous pacing despite the device being programmed to a lower rate. Technical services (ts) noted the pacemaker was exposed to magnetic resonance imaging (MRI) without entering the MRI protection mode and that external interference, including electrocautery-related noise with possible magnetic interference, may have contributed to the observed device behavior. The replacement procedure was subsequently completed successfully with implantation of a new device. No additional adverse patient effects were reported outside the revision procedure.